Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via phone that during a meniscus repair surgery the doctor used 4 truespan 12 degree peek. Three out of four were broken from tighter implant side or could not be tighten. The implant pulled out of meniscus after deployment 2 and 3 suture broke while pulling the loop suture material got broke hence the loop was not tight. Fresh new implant was provided immediately by the distributor. Two hours of delay was reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the 2-truespan cords were received and inspected. The complaint can be confirmed, as the two sutures were found to be damaged. A visual observation in comparison to the drawing confirmed that the winding configuration of the sutures was correct. It was observed that an area of the damaged suture was compressed. It is possible that the suture became caught between the hinge of the ribs, and excessive pulling force was placed on the suture therefore causing it to break. However, given the information provided we cannot discern a definitive root cause for the suture damage. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.